Event description:
The manufacturer received information alleging a ventilator alarmed and would not power on. The device was not in patient use. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator alarmed and would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and blower motor were replaced to address the issues.